Manufacturer narrative:
Product ID: 309328, lot# 0209907230, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a 2017 implant site infection of erythematosus area with induration. Factors that may have led or contributed to the issue remain unknown. No troubleshooting/diagnostics was reported. Actions taken was a treatment of antibiotic (augmentin) for 10 days as it was related to the procedure. The issue was resolved on (B)(6) 2017. It was reported to be not serious and no surgical intervention occurred. Relevant medical history includes urinary retention. No further complications were reported/anticipated.